Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2uvna serial# implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead product ID 978b128 lot# serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the lead was replaced on (B)(6) 2025. The lead looked curved mor than normal on x-ray and the patient (pt) was complaining about ineffective therapy relief. The physician replaced the lead. The cause of the lead curve was unknown. The issue has been resolved and the pt was getting stimulation where they need it and their symptoms have improved. The lead has been discarded. The physician has been notified of the event.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a lead revision today due to the lead looking curved on the xray and pt not getting great therapy benefit. The lead was changed out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; explant date: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.